Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated no additional troubleshooting has been performed. The patient has developed an atrial arrhythmia and the physician was focused on getting the atrial rate under control. The high pacing impedances planned to be addressed at the next follow-up appointment.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial lead were exhibiting high out of range pacing impedance measurements. There had been no episodes of noise or oversensing. The intrinsic amplitude measurements were stable. In a review of the impedance trend there had been occasional spikes since (B)(6) 2010. Various troubleshooting techniques were recommended to be performed. To date, there have been no adverse patient effects reported.